Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified that this voltage alert was triggered due to potential high impedance within the battery condition. Device replacement was recommended once rf telemetry is disabled. No adverse patient effects reported, and this device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified that this voltage alert was triggered due to potential high impedance within the battery condition. Device replacement was recommended once rf telemetry is disabled. No adverse patient effects reported, and this device remains in service. Additional information was received indicating that this crt-p was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.